Manufacturer narrative:
H.6. Investigation summary : label lift - upon evaluation of the customer returned photos, the customer¿s product issue was observed during visual inspection of the photo. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. CAPA 1064141 has been opened for label lift issues. Open seal - upon evaluation of the customer returned photos, the customer¿s product issue was observed during visual inspection of the photo. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported the labels are lifting with a bd vacutainer® 9nc 0.129m plus blood collection tubes this occurred on 13 separate occasions prior to use. The following information was provided by the initial reporter: open label = 13 sp.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the labels are lifting with a bd vacutainer® 9nc 0.129m plus blood collection tubes this occurred on 13 separate occasions prior to use. The following information was provided by the initial reporter: open label = 13 sp.